Manufacturer narrative:
The system was serviced in the field and the previous scans were reviewed and the presence of rings on most scans was confirmed. The representative talked with the radiologic technician (rt) who said the techs were increasing the technique as was previously suggested. The previous scans were reviewed and it appeared that the rts were not upping the technique, but using general guidelines based off of weight. It was requested that the rt start tracking the patient's size, technique used and image quality to determine a trend. The system checkout was completed and four test scans were completed. The system passed all tests and no failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system is having image quality concerns with 3d mode. No patient present.